Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 300 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process the alarm occurred. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime compromised force sensor system test due to loose drive support disk and missing drive support sticker. Unit was received with missing end cap sticker, scratched case, scratched keypad overlay, cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring and scratched reservoir tube window.